Event description:
Information was received indicating that a smiths medical pump had an error that stemmed from the date/time being out of sync with the device. There were no reported adverse events.